Event description:
A consumer reported that approx 4-6 weeks following an intraocular lens implant (iol) procedure, she began to experience wavy and distorted vision in her post operative eye (od). She explained that letters "jump up and down and telephone poles are wavy". She also sees a half black circle in her vision. This was explained to her by the physician as being " the edge of the implant". She reported the inability to drive for long distances due to this distortion in her vision. The consumer also said that she has been to several optometrists and ophthalmologists and have been fitted for several pairs of corrective lenses. She was advised by an optometrist to have the cataract in her fellow eye removed to balance vision. No further info is expected.

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The product was not returned for evaluation, the device remains implanted. No further info is expected. No further info is expected. There have no other complaints reported in the lot number. (B)(4).